Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the pvl is likely related to the mis-sizing of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after the placement of a 26mm sapien 3 case by tf approach in aortic position, a second valve was required due to paravalvular leak (pvl). Pre-op measurements indicated a 29mm valve, however, as the image quality was not very good, the implanting doctor decided to perform a root shot and measure the annulus again. The annulus was measured at 24mm. Therefore, the doctor decided to implant a 26mm and not a 29mm valve. Due to the smaller valve, it was decided to use 2ml more volume. Despite this, a severe pvl was seen post deployment. A post dilation was done with another 1ml more volume (3ml in total), but the pvl did not improve much. Therefore it was decided to implant a second 26mm valve slightly lower with the hope the valve skirt would seal the pvl. Post implant the pvl was reduced to grade 1 and accepted. The patient is doing ok. Afterwards, the physician expressed that it was clear a 29mm valve would have been the right choice.